Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to cloudy fluid and abdominal pain and was treated with vancomycin injection (1gm, discontinued after a day) and amikacin injection (500 mg start dose followed by 100mg one bag per day, intraperitoneal, ongoing) for the event. A day after the event onset, the patient was discharged and began treatment with piptaz injection (2..25g, one bag per day, intraperitoneal, ongoing) for peritonitis. The patient was hospitalized again 11 days after the event onset due to the events. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the antibiotic treatments were stopped. The patient has recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.